Manufacturer narrative:
The initial medwatch report indicates: conclusion code grid: conclusion not yet available. The initial medwatch report should indicate: conclusion code grid: cause not established.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product access center (pac) for further evaluation. The pac was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.